Event description:
It was reported that during the implant attempt, the helix would no longer retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and the distal conductor was found to be distorted. It was also noted that the connector pin bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Analyst visual comment indicated that the connector pin was bent back, in order to attempt to perform the helix test.